Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 490 mg/dl and it was addressed with a correction bolus. During troubleshooting with tandem's technical support, it was noted that no drips of insulin were seen at the end of the tubing. Also, it was noted that there was an air bubble that did not move during fill tubing. The customer changed the infusion set and saw insulin drips at the end of the tubing.